Event description:
Facility reports that the cycler alarmed during dialysis treatment. Troubleshooting exceeded 2 minutes thereby increasing the risk of clotting within the cartridge's blood circuit when the blood pump is stopped. The patient required a unit of prbc secondary to 190cc blood lost with cartridge discard.

Manufacturer narrative:
The cycler's diagnostic logs are pending return from the facility. A follow-up report will be submitted after investigation completed.